Event description:
Patient presented to a 1 day post lasik procedure with a displaced flap nasally in the right eye (od) with microstriae. The flap was reset in office on (B)(6) 2013. No complications with this procedure. Flap was in good position. Bcl placed od, no complications with bandage contact lens (bcl) either. Patient's uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/40 od and 20/30 left eye (os).

Manufacturer narrative:
Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013. The clinic reported this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.